Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 600 (mg/dl) and ketones. Customer changed pump cartridges, infusion sets, and administered insulin injections to treat bg levels; however, customer still experienced difficulties maintaining their target bg range. Customer then reverted to a non-tandem insulin pump for diabetes management and report that bg levels were more in control. Tandem technical support reviewed the settings on both pumps with the customer and verified that both pumps had the same settings. Reportedly, customer does not use identical infusion sets for both pumps. Customer did not indicate if and when the tandem pump would be reinstated.